Event description:
It was reported that the user experienced hyperglycemia after being disconnected from the ilet for several hours and then reconnected with a cd infusion set; the user sought guidance on completing fill tubing and resumed insulin delivery, with blood glucose reported over 400 mg/dl for about two hours. Symptoms included polyuria. Outcomes included resolution of hyperglycemia with blood glucose returning to 90 mg/dl without hospitalization, professional medical intervention, back-up therapy, or ketone testing. Investigation included troubleshooting and user education with no device alerts or alarms reported. Investigation of this case revealed no confirmed device or component malfunction, and the cause of the hyperglycemia remained unclear given the prolonged disconnection prior to insulin resumption. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.